Event description:
It was initially reported by the customer that pmc errors were received. A field engineer was dispatched to the site and was made aware that in addition to the errors the gantry was moving on its own. No injury reported. It was determined that there was a stuck switch on the left switch bank. Once the switch bank and footswitch were replaced the system was working as intended.